Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that row board b was off the bus in cubie drawer. A field service engineer cleaned and reseated the row board cable header connection. The fse tested the device in a hardware test application and confirmed the proper functionality of the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had cubie pocket failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.